Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 789 mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer experienced symptoms such as nausea and vomiting. The customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. The customer mentioned battery issues but declined to troubleshoot. The insulin pump will not be returned for analysis.